Event description:
Rptr was stacking boxes and fell onto steel beam, leaving back with disc dislocated and severe pain. Rptr saw chiropractor on 3/19/91 and has used a tens unit. He was on morphine in the hosp and lortab at home.